Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the very first battery was ¿dead upon arrival¿ and came up doa. This occurred in 1985. Indications for use include spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.